Event description:
During routine coronary angiogram with drug eluting stent placement while crossing a lesion of plaque in the ostial left circumflex artery, the wire went into a small ramus branch. When physician pulled the wire back to redirect, the wire tip broke and lodged in the ramus branch. The remainder of the wire/the wire tip was left in the ramus branch-unable to retrieve.